Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (3 mg/ml at 0.15 "mg bid" with flex dosing) via an implanted pump. The patient's history included "lumbar failed back surgery back syndrome". The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2016 it was reported that the patient had a catheter revision on (B)(6) 2016 as the patient had pain at the anchor site. During the procedure, the anchor was removed entirely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.